Event description:
The complaint received states that during use the enterprise vrd and delivery (enc453712 / 10272847) had incomplete expansion and had to be resheathed and removed from the patient. The patient had internal carotid artery cavernous aneurysm, did embolization assisted with stent procedure. When the surgeon withdrew the mc and release stent found that the distal part of the stent could not be deployed. The surgeon recalled it and released again but still failed. Another same like stent was used to complete. No patient demographics or vessel code info provided. There was no report of injury for the patient.

Manufacturer narrative:
Additional information received will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during use the enterprise vrd and delivery (enc453712 / 10272847) had incomplete expansion and had to be resheathed and removed from the patient. The patient had internal carotid artery cavernous aneurysm, did embolization assisted with stent procedure. When the surgeon withdrew the mc and release stent found that the distal part of the stent could not be deployed. The surgeon recalled it and released again but still failed. Another same like stent was used to complete. No patient demographics or vessel code info provided. There was no report of injury for the patient. One non sterile enterprise stent was received inside of a plastic bag. The enterprise stent was received deployed without any visual damaged. No other visual anomalies were observed. The stent was inspected under microscope and presented no damaged. The functional analysis could not be performed due to the product received condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10272847. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on may 30, 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: ¿stent- deployment difficulty¿ was not confirmed due to the stent was received deployed. The exact cause of the event experienced by the customer could not be conclusively determined; however, this failure does not appear to be related to the manufacturing process. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. Review of the information suggests that procedural issues may have contributed to the reported event. Additional information will be submitted within 30 days of receipt.